Manufacturer narrative:
Date of event is estimated. Patient weight was unable to obtained. Additional components potentially involved in the event include:common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8176947. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2024-07380. It was reported the patient experienced pain with the stimulation. Surgical intervention was undertaken wherein the entire system was explanted.